Event description:
It was reported that the atrial lead dislodged during device replacement due to eri (elective replacement indicator). The lead was explanted and replaced. It was also reported that during implant attempt of a new atrial lead, the lead could not be used due to anatomy issues. The lead was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the leads was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.